Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump when she attempted to bolus. The customer's blood glucose level was 177 mg/dl. The customer changed her infusion set and her insertion site, but she received another no delivery alarm. The customer was advised to changer her reservoir, insulin, and insulin set. The product is not being returned. No thing further was reported.